Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was unable to duplicate the reported issue. A complete diagnostic and functional check, maintenance, compressor test, load test operation, check of error records and visual inspection were performed and passed to factory specifications. The iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during therapy the cardiosave intra-aortic balloon pump (iabp) unit displayed "device overheating" error message. No patient harm, serious injury or adverse event was reported.